Event description:
It was reported that cartridge alarm 20 occurred, and caller had already filled cartridge without following full loading steps and did not have enough insulin to prepare new cartridge. There was no adverse impact to the customer¿s blood glucose level. Cts educated caller on correct cartridge loading steps, attempted cartridge reload and pump reset, but alarm recurred, so caller was advised to rely on backup insulin therapy, did not provide details on backup method, and declined further follow-up after stating they would be fine overnight.